Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of foreign material remaining in the device could not be specified. There were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a red and snowy image on the screen. Inspection and testing of the returned device found foreign material that could not be removed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the nozzle was clogged with foreign material, the angle wires were stretched, the adhesive on the bending section was worn, the flexibility adjustment wires were stretched, the light guide lens was cracked, and there was an electrical continuity error due to water invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: event description.

Event description:
The issue was found prior to a diagnostic colonoscopy procedure.